Event description:
Reference number (B)(4) event occurred in the united states. It was reported that patient faced infusion set bent cannula event on (B)(6) 2025. The event occurred within three or more hours of insertion. The insertion site was abdomen. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated to review the device history record (DHR) associated with the reported issue. The batch 6015019, in question was manufactured at the reynosa site. DHR review: the lot 6015019 was manufactured according to the work instruction (wi) version 101 and packaging in the multivac 14, on 27/aug/2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The sub-assembly, welding the lot 5h01441 was manufactured according to the wi version 34 welding in the machine ls24, and ls25, on 26/aug/2025, with a total of (B)(4) units. The lot 5h01447 was manufactured according to the wi version 34 welding in the machine ls06, and ls07, on 24/aug/2025, with a total of (B)(4) units. Conclusion summary of complaint investigation: review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. Review of the DHR showed that during the outgoing test 8 an extended was found for contamination in one sample and therefore the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code.

Event description:
To date no additional patient or event details have been received.